Event description:
The doctor experienced plastic shavings as the suture passer was run down the guide. He had to retrieve the plastic shavings on two separate port sites.

Manufacturer narrative:
The c-t ii port closure, 10/15 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).